Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had diabetes complications; the caller stated that when someone suffers as long as the customer did they always have issues with controlling the blood glucose and they do not feel good. The caller stated that the customer passed away on (B)(6) 2015, in hospice care. The customer was hospitalized at the end of (B)(6) 2015. The cause of death was copd. The customer because ill in the summer of 2014. The customer had kidney failure in 1997 and a kidney transplant in 1998. The customer had heart disease; stink for closed widowmaker artery and had a heart attack. Approximately seven years ago, the customer had a stroke. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected by hospice care provider, fourteen hours prior to death. The customer used sensors but was not worn at the time of death. The caller declined returning the insulin pump.